Event description:
It was reported that the rv lead was explanted due to inadequate therapy delivered. The ra lead was returned to the manufacturer, analyzed and subsequently tested out of specification. No patient complications have been reported as a result of this event.